Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that a physician inquired about information to rule out an infection verse an allergic reaction in a patient. The patient had been implanted with a pump in (B)(6) 2024 and since had been displaying a rash/dermatitis that had been worsening over time and not resolved through antibiotics. It had been discussed to possibly explant the pump or undergoing testing for allergies.